Manufacturer narrative:
No device was returned since it remains implanted in the patient. No DHR review could be inspected since no lot number was available. Rti surgical met with the surgeon and he said that the patient was asymtomatic and he had no plans to revise this patient. He said that the patient had no concerns about this break and was doing fine.

Event description:
During a follow up visit it was found that one of the posterior screws at t2 had broken. The original surgery was on (B)(6) 2015 and was a posterior fusion from c3-t2. The patient is asymtomatic and the surgeon has no plans to revise the patient.